Event description:
It was reported that during a rotational atherectomy percutaneous coronary interventional procedure, a stent explantation occurred. The vessel location is unknown, although the lesion was 20mm long and the vessel was 3.0 mm in diameter. The lesion was severely tortuous, with a greater than 90 degree angle. The concentric lesion was severely calcified and 95% stenosed. Following rotational atherectomy with the 1.5mm rotalink burr, the physician noted that a stent placed previously had been extracted. The physician had noted resistance during ablation. The physician then deployed another stent in the lesion. No patient complications were reported, and patient status was reported as 'ok'.

Event description:
It was reported that during a gastric sleeve procedure, on the first firing the device would not staple. It did not complete the firing sequence. Then the device would not open. The surgeon manipulated t iin an attempt to open / remove the device. It would not open. Another device was fired next to original one so that it could be cut off the tissue. There was no adverse patient impact. (B) (6). Additional followup: it is unknown if it was a gold reload near the pylorus on the first firing of a gastric sleeve case. The patient had normal tissue and suffered from obesity. The surgeon did attempt to return the knife blade to no avail. He attempted to pry the handles apart and then pry the jaws apart. Another stapler was used side by side and the defective device was stapled out. No changes to the patient after surgery was needed.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition with body fluids present and with no cartridge reload loaded on the device. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cut was noted to be jagged due to a damaged knife. The device opened as intended. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The reported incident could not be replicated nor confirmed as no cartridge reload was returned for analysis.